Event description:
Customer reported via phone call that he had to go to the hospital. Customer states that they had a battery out limit alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The drive support disk was inspected and no anomaly was noted.